Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number mlp-025533, and the reported events (bleeding and patient condition) cannot be conclusively determined through this investigation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). And no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 02feb2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that serum albumin level dropped on 14feb2021 and resolved on 03mar2021. Heart failure symptoms resolved on 01mar2021 with speed change during ramp echo and adjustments to cardiac medication. The heart failure symptoms were not thought to be related to left ventricular assist device therapy. Epistaxis resolved on 07apr2021. There have been no further reported bleeding episodes. The patient remains off coumadin and aspirin.

Event description:
It was reported that the patient serum albumin level dropped to 2.5 grams/deciliter on (B)(6) 2021 due to frailty. The physician ordered intravenous (IV) infusion of 25% albumin on (B)(6) 2021 to assist with recovery post operation. The patient continued to exhibit heart failure symptoms on (B)(6) 2021. He had a dilated inferior vena cava with 1+ bilateral pedal edema despite IV diuretics. Blood pressure was labile. Low limiting aggressive management standard of care ramp echocardiogram was done for further evaluation. The pump was performing as expected and pump speed increased from 5200 to 5300 rotations per minute (rpm). The goal for the patient at that time was to maintain adequate blood pressure and encourage diuresis. Patient experienced epistaxis on (B)(6) 2021. The patient had episodic epistaxis and coughed up blood. Otolaryngology was consulted after unsuccessful direct pressure for 30 mins. A rhinorocket packing soaked in afrin was placed. The patient's lab work was stable. Acetylsalicylic acid and coumadin were not held initially but were then stopped on (B)(6) 2021. The rhinorocket was removed upon discharge to home on (B)(6) 2021 but epistaxis returned. The patient was seen in the emergency room twice on (B)(6) 2021 and was the event was considered ongoing.